Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reports that the user interface module (uim) presents a distorted picture. The customer did not provide any information regarding if this unit was on a patient when the problem occurred, it is currently unknown.